Event description:
A patient was tested for pregnancy twice in 2006 with clearview hcg. Both tests were negative. The date of patient's last menstrual period was reported as november 2005. The patient proceeded to surgery. The surgeon stopped surgery as patient's abdomen felt bulky and the patient was found to be pregnant. Blood tests and ultrasound were used to confirm the pregnancy (serum hcg level reported to be 219874 miu/ml). The patient was admitted to hospital for observation.